Event description:
The customer reported that the pro7000se, hall micropower+ high speed drill was being used on (B)(6) 2023 and "the device was hot in use, and its motor was flooded". There was no report of impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: e1 address for facility corrected. Manufacturer narrative: evaluation found the cast stator won¿t run and has internal damage, the safe slide is worn, the collet won¿t accept blade/ bur guard and the device is unable to be disassembled. The likely cause of this event is lack of preventive maintenance. Additionally, the pm is overdue. Parts were replaced, the device repaired and the pm performed; the device was final tested and met all specifications. The service history was reviewed, and no previous service data was found. A device history record review was not conducted as the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been a total of 113 reports, regarding 117 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: perform the required preoperative functional tests for the equipment and accessories prior to each use. The IFU also advises the user that it is essential that the equipment be serviced as scheduled in order to retain optimum performance and reliability; the micropower+ handpieces (pro7000se, pro7100se, pro7200se, pro7300se, pro7400se) and attachments shall be returned every 12 months for servicing. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the pro7000se, hall micropower+ high speed drill was being used on 3dec23 and ¿the device was hot in use, and its motor was flooded.¿. There was no report of impact or injury for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.